Event description:
New information received indicated that the patient also experienced dizziness and lightheadedness prior to programming changes.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room in bradycardia. The patient had experienced syncope and was unresponsive. Upon interrogation, the right ventricular lead exhibited oversensing of noise resulting in inhibition of pacing. It was noted that there was complete loss of pacing at max output. Chest x-ray and fluoroscopy were performed and no obvious fracture was seen. The device was reprogrammed and the patient was fine after the changes. On (B)(6) 2018, the lead was capped and replaced. Patient was fine during and after the procedure.